Event description:
It has been reported to philips that the system did not boot properly. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that system did not boot properly. Upon troubleshooting fse found upon activating the system, a prompt appears instructing the user to press f1 to initiate the boot-up process. To resolve the issue, fse replaced bio¿s battery. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.